Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00245. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat urinary stress incontinence and cystocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, recurrence, and vaginal scarring. It was reported that the patient experienced eroded mesh and sling, causing pelvic pain, urinary frequency, incomplete bladder emptying, infections and underwent removal of mesh on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient died. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.